Event description:
A blood leak occurred at the start of a dialysis treatment. Dialysis was discontinued and the blood was not returned to the pt. Estimated blood loss 200-225cc's. Blood loss was due to the blood left in the dialyzer and arterial blood line when discarded. No serious injury or medical intervention reported as a result of this incident. This event involved one pt.